Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: whisper ls. Guide catheter: launcher. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulty appears to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified concentric, 90% stenosed lesion in the mid to proximal left anterior descending (lad) artery. Pre-dilatation was performed with a 2.25 mm trek balloon dilatation catheter (bdc). The 3.0x15 mm trek rx bdc was advanced; however, resistance was met with the anatomy. During the first inflation at 8 atmospheres the balloon ruptured. The trek rx bdc was removed from the patient anatomy and was replaced with a 2.25 mm trek bdc. The procedure was successfully completed with implantation of an unspecified xience alpine stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.